Manufacturer narrative:
(B)(4). Did the aluminum base (cartridge pan) detach during a firing of the device? If yes, what was the appearance of the staples (b-formation, irregular, legs straight, staples retained in the cartridge after firing)? An intra-operative photo was received. The photo provided shows an ecr45b reload that has the pan partially detached, also a part of the sled can be visible at the proximal end of the cartridge. The bottom rows of the reload seem to be fully fired, the upper rows appear to be unfired and possible with staples still present on the reload, however based on the photo this cannot be confirmed. Based on the picture provided the event description was confirmed, unfortunately there is not enough evidence to conclude definitively the cause of this event. Hands on analysis of the reload may provide the evidence necessary to confirm the probable cause of the issue.

Event description:
It was reported that during a gastroplasty procedure, the aluminum base that is placed underneath the blue load detached in one of the sides, locking the staple formation in on one side. The device was not used for more than five minutes. Unknown how case was completed. There were no adverse consequences for the patient.